Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros hcg result was obtained from a single patient sample while using the vitros 3600 immunodiagnostic system. The root cause of this event is unknown. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event.

Event description:
The customer obtained a non-reproducible, higher than expected vitros hcg result (10.95 vs. Expected result <2.39 miu/ml) from a single patient sample processed on the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient sample was repeated prior to reporting as the result was unexpected. There was no report of patient harm as a result of this event. (B)(4).